Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable defibrillation lead exhibited loss of capture (loc). Fluoroscopic imaging revealed that the lead had dislodged. A revision procedure was performed. The lead was repositioned and acceptable measurements were obtained, however, the placement of the helix was unable to be verified through fluoroscopy. The physician elected to explant and replace the lead. During explant, the lead insulation was cut from the terminal pin in order to use an introducer for removal. Upon explant, it was observed that the lead was a passive fix lead and did not have a helix. An attempt to implant a new lead was unsuccessful due to patient anatomy. The physician then explanted the device and closed the pocket. No additional adverse patient effects were reported.